Event description:
A pt reported blood glucose results of "17.3, 24, 23.2, 17.7 and 13.9 mmol/l" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value <= 20% and/or <= 1.11 mmol/l, thereby indicating a potential malfunction of the meter in terms of precision,